Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge was leaking during a supply change, and the user restarted with new supplies following troubleshooting guidance. The event was associated with hyperglycemia, with the user recalling a highest blood glucose around 242 mg/dl that remained above target for a few hours, without use of backup therapy, ketone testing, or medical intervention. Symptoms included feeling hot. Outcomes included no hospitalization, no emergency treatment, and no long-term injury. Investigation included complaint handling and user troubleshooting education. Investigation of this case revealed a leaking cartridge. It was concluded that the device component issue involved the cartridge and that user-reported hyperglycemia was associated with the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.